Event description:
It was reported that the surgeon was preparing the patient for surgery and within two minutes of selecting the procedure on the nim and removing the pi box, which was connected by cord, the pi fault error message appeared on the screen. The surgeon returned the pi to the nim vital cradle and removed it again, but the screen on the console was, "frozen," and would not respond. At this point, to avoid further delay of the surgery, the system was unplugged and the power button was held until shutdown occurred. Wireless mode was not tried. A backup nim was then used during the procedure. After surgery rep. Powered the system on and off approximately 10 times and selected various procedures and removed the pi box in corded state and the reported problem could not be replicated. There was delay of 10 minutes. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis of product number nim4cm01 verified not working properly. Unit presented with sw 1.7.5 and crm pcba board failure. H4: manufacturing date for product number: nim4cbp1 is 2023-08-07 h6: codes fdm b17, fdr c20 and fdc d16 are applicable for product number nim4cpb1 serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted fdc code d16 is no longer applicable and has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.